Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a non-clinical activity, the field service representative reported that one of the hex head bolts in back of the system used to retain power bucket to the base was sheared off. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.